Event description:
It was reported that during an unknown procedure, after firing the device the physician didn't hear the feedback. After taking out the instrument, he found about 1/3 cycle of the rectum mucosa had not been cut off. The dr converted to handsewing, pt is now okay and out of the hosp.